Event description:
Patient reported event to newspaper reporter that surgeon, "...struck her liver with an instrument" while removing a lap band inserted three years earlier. From newspaper article titled, "surgery turns deadly", courier mail, brisbane, dated 19/jul/2014.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on (B)(4) 2014. Allergan has not received the product at this time. Therefore, no analysis or testing has been done.